Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: 48, female, weight no info, bmi no info (normal build) name of index surgical procedure? Tvt-o insertion, removal of iucd and check cystoscopy. The diagnosis and indication for the index surgical procedure? Urodynamics stress incontinence. Were any concomitant procedures performed? Removal of iucd. What symptoms did the patient experience following the index surgical procedure? Onset date? Intermittent vaginal bleeding since vaginal hysterectomy 2013. Other relevant patient history/concomitant medications? Sjogren's disease, rheumatoid arthritis, peripheral neuropathy, fibromyalgia, psoriasis, vaginal hysterectomy 2013. What was the initial approach for the index surgical procedure? Minimal access. Were any concurrent devices implanted? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? (B)(6) 2024 in gynaecology fast track clinic. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. - bilateral vaginal tape exposure, lateral to midline at midurethral level. Postmenopausal bleeding. Speculum and ve confirmed tape exposure. MRI pending describe any medical/surgical intervention for the exposure including dates and findings. Awaiting MRI and review. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Atrophy contributes but not the sole cause. Tape exposure is a known complication of vaginal mesh. What is the patient's current status? Outpatient. Waiting for investigations. Delay due to local radiology service's recurrent change in MRI provision and reporting. Escalated.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 and mesh was implanted. The patient experienced postmenopausal bleeding, was seen in a gynaecology clinic and was referred to urogynaecology. Mesh exposure was confirmed. MRI is pending and patient was referred to a mesh center. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.